Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Serial number not provided at time of report. Phone number (B)(6).

Event description:
The customer reported that the information center ix product was not providing expected alarms and not providing measurements for irregular heart rate. If alarms are not provided when expected, there is a potential for a delay in notification to staff for a patient event. No adverse event was reported.